Event description:
Noticed a decimal point in this blood glucose reading. He had performed a reading the day before, and did not notice the decimal. The customer did not allege any adverse events due to the mmol/l reading. The customer was able to reset the meter to mg/dl with assistance and no product will be returned for evaluation.